Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain.the cause of the event was unknown. The patient was not hospitalized for the event.the patient was not treated with any medication for this event. At the time of this report, the patient was recovering from abdominal pain and was not recovering from the peritonitis event. It was reported that the patient's pd catheter was removed due to the peritonitis and the patient was switched to hemodialysis (twice a week). No additional information is available.